Manufacturer narrative:
Corrective data: a no sample investigation summary was erroneously reported for the liberty cycler in the initial report. Based on investigatory findings, there is no allegation against the liberty cycler. Device evaluation: the actual device was returned for evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The load cell verification passed. The mushroom head check passed. The device tested positive for glucose. An internal inspection of the cycler found that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined.

Event description:
A peritoneal dialysis patient reported receiving the make sure hb is on heater tray message while in drain 0. The message returned after disconnecting the heater bag and connecting another bag. The patient reported that the cycler was wet inside from the previous night's treatment. The patient reported the treatment was cancelled per his nurse's advisement. The cycler had continuously displayed the air detected in cassette message during the last drain. The cassette was discarded. The cycler will be replaced. Upon follow up with the patient's nurse it was reported that the patient did not experience any adverse event or cloudy effluent, nor was administered any antibiotics. The patient has been successfully completing treatments with no issues since.

Event description:
A peritoneal dialysis patient reported receiving the make sure hb is on heater tray message while in drain 0. The message returned after disconnecting the heater bag and connecting another bag. The patient reported that the cycler was wet inside from the previous night's treatment. The patient reported the treatment was cancelled per his nurse's advisement. The cycler had continuously displayed the air detected in cassette message during the last drain. The cassette was discarded. The cycler will be replaced. Upon follow up with the patient's nurse it was reported that the patient did not experience any adverse event or cloudy effluent, nor was administered any antibiotics. The patient has been successfully completing treatments with no issues since.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving the make sure hb is on heater tray message while in drain 0. The message returned after disconnecting the heater bag and connecting another bag. The patient reported that the cycler was wet inside from the previous night's treatment. The patient reported the treatment was cancelled per his nurse's advisement. The cycler had continuously displayed the air detected in cassette message during the last drain. The cassette was discarded. The cycler will be replaced. Upon follow up with the patient's nurse it was reported that the patient did not experience any adverse event or cloudy effluent, nor was administered any antibiotics. The patient has been successfully completing treatments with no issues since.